Event description:
It was reported that a single-lumen powerpicc catheter was placed in this patient under ultrasound at 14:00, (B)(6) 2020. 40 cm of the catheter was placed internally and the procedure went smoothly. Previous infusion by the catheter was done successfully. During infusion at 11:00, (B)(6) 2020, a nurse found that liquid flowed out at the insertion site. An examination showed sand holes near the insertion site (2 cm from the winged part). Discontinued using the catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter was unconfirmed since the problem could not be reproduced. One 4fr single-lumen powerpicc was returned for investigation. The catheter extended to the 42cm depth mark. Evidence of use was observed on the returned sample. A microscopic examination of the catheter revealed nothing remarkable. No holes were observed in the catheter tubing. A functional test revealed not leaks in any part of the returned sample. The extension legs and catheter were flexed and pulled in order to expose any breaches in the tubing, but no leaks were observed. The syringe plunger was pulled to create a vacuum within the catheter, but no air was drawn in through the PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3593 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a single-lumen powerpicc catheter was placed in this patient under ultrasound at 14:00, (B)(6) 2020. 40 cm of the catheter was placed internally and the procedure went smoothly. Previous infusion by the catheter was done successfully. During infusion at 11:00, (B)(6) 2020, a nurse found that liquid flowed out at the insertion site. An examination showed sand holes near the insertion site (2 cm from the winged part). Discontinued using the catheter.